Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Level at which the implant was performed: l4/5 it was reported that a catalyft cage was inserted diagonally, slightly towards the center of the intervertebral disc space of l4/5. It was temporarily placed approximately 5 mm forward from the posterior wall of the vertebral body. After inserting the inserter driver and expanding it, it moved backward from the temporary placement position in the intervertebral space. The inserter had already been removed from the cage when it was noticed that it had moved backward, so only the screwdriver was inserted again and the cage expansion was restored. Reattachment of the inserter was difficult, using an impactor, etc., when it was pushed forward, the cage was placed diagonally. Since it is difficult to expand it by inserting the screwdriver again, it was removed in a closed state. It might have broke during removal, so a new product was opened and re-installation was performed without any problems. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received that pre-op diagnosis: l4/5 lcs and procedure involved: l4/5 plif.